Manufacturer narrative:
(B) (4)

Event description:
(B) (6). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed restenosis and expired. The index procedure treated the de novo, 14.9mm long, 76% stenosed lesion of the 2nd obtuse marginal. Treatment consisted of predilation with a 2.5x15mm balloon at 6atm and placement of a 2.5x16mm taxus express2 stent at 10atm resulting in 3% residual stenosis. The patient was discharged ten days post procedure on bayaspirin and panaldine. No angina was found on the one month and six month follow ups. The patient returned on day 245 with restenosis of the distal lad (left anterior descending) and mid lad. On day 254, it was confirmed that the patient was in cardiac failure which gradually worsened. On day 258, metabolic acidosis was confirmed, a vasopressor was administered, and ¿cdhp¿ was begun. However, the patient¿s hemodynamics were compromised and the physician recommended an iabp (intra-aortic balloon pump) to maintain flow. The patient¿s family refused the iabp and the patient expired on day 259. The investigator assessed the restenosis of the target vessel at the distal lad as definitely related to the study device and the restenosis of the non-target vessel at the mid lad as possibly related to the study device. The physician assessed the cardiac failure and death as unrelated to the study device. Corrected information: reported restenosis in distal lad was corrected to restenosis in posterolateral branch. Reported restenosis in mid lad was update to restenosis in distal circumflex. The event was corrected to unrelated to the study taxus express2 stent. Additional information received indicated the patient was brought to the hospital by ambulance and intubation was performed.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be competed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is may further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Surveillance study. It was reported that following a coronary artery drug eluting stenting treatment procedure the patient developed restenosis and expired. The index procedure treated the de novo, 14.9mm long, 76% stenosed lesion of the 2nd obtuse marginal. Treatment consisted of predilation with a 2.5x15mm balloon at 6atm and placement of a 2.5x16mm taxus express2 stent at 10atm resulting in 3% residual stenosis. The patient was discharged ten days post procedure on bayaspirin and panaldine. No angina was found on the one month and six month follow ups. The patient returned on day 245 with restenosis of the distal lad (left anterior descending) and mid lad. On day 254 it was confirmed that the patient was in cardiac failure which gradually worsened. On day 258 metabolic acidosis was confirmed, a vasopressor was administered, and "cdhp" was begun. However, the patient's hemodynamics were compromised and the physician recommended an iabp (intra-aortic balloon pump) to maintain flow. The patient's family refused the iabp and the patient expired on day 259. The investigator assessed the restenosis of the garget vessel at the distal lad as definitely related to the study device and the restenosis of the non-target vessel at the mid lad as possibly related to the study device. The physician assessed the cardiac failure and death as unrelated to the study device.